Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clip would not close when trying to clamp artery. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the inadequate clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the clip applier instrument was found with one grip severely bent. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips and clip action performance was hindered. Failure analysis found the primary failure of a severely bent grip to be related to the customer reported complaint. Common causes of the failure mode severely bent instrument grips -tips are typically attributed to mishandling/misuse, such as applying excessive force to the grips during clip installation. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint regarding inadequate clamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.